Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2011 and a right total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the patient's medical records indicates patient underwent a left hip revision on (B)(6) 2014 due to pain, restriction in range of motion, elevated metal ion levels, and MRI evidence of metallosis. Operative report further noted evidence of synovial expansion, metal-tinged fluid, metallosis stained periarticular fluid, and suggestive evidence of metal ions within the tissues. The acetabular cup and modular head were replaced with competitor acetabular components and a biomet head. Additional information received in the patient's medical records indicates patient underwent a right hip revision on (B)(6) 2014 due to elevated metal ion levels and MRI evidence of metallosis and periarticular fluid. Operative report further noted metallosis with cloud synovial fluid. The acetabular cup and modular head were replaced with competitor acetabular components and a biomet head.

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2011 and a right total hip arthroplasty on (B)(6) 2009. Legal counsel reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. No revision procedures have been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2014-04626/-04627/-04630/-04631).